Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the tip was sharp and angular and he said it seemed smaller than the other catheters he uses. He said french size was correct but still seemed smaller. It is unclear if the lot number was requested. No additional information provided.

Event description:
It was reported that the patient said the tip was sharp and angular and also said it seemed smaller than the other catheters he uses. Patient said french size was correct but still seemed smaller. It is unclear if the lot number was requested. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions for use and labeling were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.